Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further specified. The peritonitis was manifested by abdominal pain and cloudy effluent. On the same day as event onset, the patient was hospitalized for the event and began treatment with cefazolin (intraperitoneal, dose, frequency and dose were not reported) and ceftazidime (intraperitoneal, dose and frequency were not reported) for peritonitis. Antibiotic treatment was ongoing. At the time of this report, the patient was not recovered from the event. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information was available.